Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: the oncologist 2020;25:e1051¿e1059. Http://dx.doi.org/10.1634/theoncologist.2020-0063.

Event description:
Title: neoadjuvant chemotherapy followed by vaginal radical trachelectomy as fertility-preserving treatment for patients with figo 2018 stage 1b2 cervical cancer. This observational cohort study aims to assist the oncological, fertility, and obstetrical outcomes in patients with international federation of gynecology and obstetrics (figo) 2018 stage 1b2 cervical cancer treated with neoadjuvant chemotherapy followed by a vaginal radical trachelectomy (vrt) and radical hysterectomy with pelvic lymph node dissection (plnd). Between september 2009 and september 2018, 19 patients ,with median age at time of diagnosis was 29 years (range 23¿36 years), diagnosed with stage 1b2 cervical cancer (figo 2018) were scheduled to receive fertility-preserving treatment by neoadjuvant chemotherapy and vaginal radical trachelectomy (vrt) with pelvic lymph node dissection (plnd) (intention to treat). One patient was excluded from this study because she was pregnant (gestational age 24 weeks) and received a different treatment regimen. During vaginal radical trachelectomy (vrt), a 2-cm vaginal cuff was dissected. A limited parametrial resection up to or lateral from the ureter was performed. At least 1 cm of the cervix was preserved. If margins were positive, additional cervical tissue was removed if possible. Then, a permanent isthmic cerclage (mersilene, ethicon 6, v40 needle) was placed followed by the vaginoisthmic anastomosis using modified sturmdorf sutures. Median time of follow-up for the remaining 18 patients was 49.7months (range 11.4¿110.8months). Reported complication included: (n=2) during follow-up two patients developed cervical stenosis, and both required dilatation. It was concluded, that treatment of patients with stage 1b2 cervical cancer (figo 2018) with nact and vrt showed promising results with 78% of patients in whom fertility could be preserved. However, preoperative selection of patients for fertility-sparing surgery, in particular lymph vascular space invasion (lvsi) status, histology type, and response to nact, is very important.